Event description:
It was reported that a patient received inappropriate atp and hv therapy for atrial fibrillation with rapid ventricular response that reached into the vf zone. The patient was doing fine afterwards. Programming and medication changes were recommended. No further information is available.

Manufacturer narrative:
(B)(4).